Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the contrast button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: all of the buttons had an intermittent responsive and required multiple button presses to be engaged. There was no visible damage to the keypad. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, the battery compartment was cracked. There was no issue with loss of power and no evidence of moisture or damage found in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.